Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle cannula detached. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached. Additionally, the working length was kinked, and the proximal screw has the tip pushed inward. The depth of the fastening screws was measured, and it was within the allowed tolerance. The length of the fastening screws was measured, and the proximal screw was less than the allowed tolerance. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the proximal screw, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. Therefore, the most probable root cause for the reported handle cannula detached is "manufacturing deficiency"; an investigation is in progress to address the deficiency with the supplier. However, the most probable root cause for the problem found during analysis (working length kinked) is "adverse event related to procedure", as this issue could have occurred as a result of the separation of the cannula. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the connection between the basket and handle disengaged. There was no control over the basket and the basket was difficult to be remove from the duodenoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the connection between the basket and handle disengaged. There was no control over the basket and the basket was difficult to be remove from the duodenoscope. There were no patient complications reported as a result of this event.